Event description:
The following has been reported: cleaned and ran infusion pump test. Pump problem error pops up as soon as asset is powered on. No logs were in history due to asset being unable to use. A preliminary review of the device log files could not be performed. The device was returned for evaluation. The device was powered on and immediately alarmed. During the startup process before alarming, the pneumatics system did not perform its standard pressurization. Log files were pulled and reviewed indicating a pneumatic failure, specifically a valve 1 actuation failure. The pneumatic assembly was tested externally to the pump and is passing without issue. However, when connected to the pump's main pcba, there is no electrical activity in the pneumatic assembly when prompted. It was also found that the front housing has several broken screw mounts. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced. Reporting as a conservative measure due to the pneumatic valve actuation failure identified during investigation. No adverse effects were reported.